Manufacturer narrative:
(B)(4). This complaint file was identified as meeting the criteria of MDR submission to the FDA during a retrospective review of complaints. (B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the filters were not clogged and ordered a new driver. The fsr replaced the driver and installed new gas filters and a 9 volt batter. The fsr completed all adjustments for the driver and pneumatic adjustments. The fsr monitored the thermistor voltage and did not see any issues when running the unit at high demand. The unit is operating to manufacturer's specifications. The carefusion factory service center received the suspect component, a 3100a driver, and evaluated the device. An evaluation of the component did not duplicate the reported issue. The driver did not shut off when operated at maximum settings for four days. The driver operated properly.

Event description:
The customer reported that the unit stopped oscillating while in use on a patient. The user swapped the unit out for another unit and the patient is "fine".